Event description:
Drill bit broke during orthopedic surgery. The drill bit piece was able to be retrieved. This is the third event reported for our facility since (B)(6) 2024 involving this same drill bit breaking during orthopedic surgery. Apiary medical inc. Reference reports mw5158653, mw5158654.